Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve implant (tavi) procedure, post valve deployment, the patient developed 3rd degree heart block that did not resolve prior to leaving the operating suite, requiring temporary pacemaker. Post deployment echo showed zero central aortic insufficiency and trivial paravalvular leak. The patient was stable throughout the procedure and was transferred to the unit with an ep consult.

Manufacturer narrative:
This patient was randomized to the partner I clinical study for aortic stenosis, chf nyha class IV. He underwent transapical implantation of a 26mm edwards sapien transcatheter heart valve. Per report, the valve was implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve implant (tavi). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the cause of the heart block cannot be confirmed; however, in addition to the procedure itself, the patient's underlying cardiac pathology and use of beta blocker could have contributed to the event. No further actions are required at this time.